Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flex vision pc was unable to start-up. Upon troubleshooting, rse found that the flex vision pc smps wasn¿t functional. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision pc was not turning on and it was faulty. To resolve this issue, fse replaced the flex vision pc, completed all configurations, and restored the backups. The defective component was returned to philips for analysis and found defective psu (power supply unit). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.